Event description:
Info rec'd indicates, the brake will set but does not hold.

Manufacturer narrative:
The tech found the brake activation levers and connecting rods were worn. The tech used a brake/steer upgrade to repair the stretcher.